Event description:
It was reported that the customer experienced a bolus anomaly with their insulin pump. Customer blood glucose level was reported at 117 mg/dl. Product may be returned after product is reviewed by customer's clinic. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.